Event description:
Reporter stated that a peritoneal dialysis pt was admitted to the facility's telemetry unit for shortness of breath. Reporter stated that, prior to admission, pt was being treated with insulin based on elevated blood glucose results obtained on the advantage system (values not provided). Reporter noted that pt's condition had steadily declined and pt's spouse brought him to the hospital for treatment. While hospitalized, pt's blood glucose continued to be monitored using pt's advantage system, at pt's wife's insistence. Reporter stated that a healthcare professional in the peritoneal dialysis clinic had advised pt that the advantage system was suitable for blood glucose monitoring, while being treated with extraneal (a labeled interferent for the test strips). While hospitalized, pt's blood glucose reportedly measured 170 mg/dl on the advantage system. An additional sample, obtained from the pt, at the same time, reportedly measured 51 mg/dl in the facility's lab. Based on the lab value, pt was treated with dopamine, d5, and "fluids." No additional details of treatment received were provided. Reporter stated that pt's current condition is "stable." After reviewing the extraneal package insert, reporter phoned technical support to inquire about the comfort curve test strip chemistry. Technical support advised that pts being treated with extraneal should not be monitored using gdh-pqq test strips, due to potential overestimation of blood glucose results. Technical support requested the return of pt's system for evaluation.